Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg). The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was discarded and will not be returned.